Event description:
During the follow-up on (B)(6) 2015, the pacemaker was found in standby mode. The re-initialization was done without difficulty. Physician would like to know when and why the device switched in standby mode.

Manufacturer narrative:
Preliminary analysis confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(4) 2015 and its normal functioning was restored.

Event description:
During the follow-up on (B)(4) 2015, the pacemaker was found in standby mode. The re-initialization was done without difficulty. Physician would like to know when and why the device switched in standby mode.

Event description:
During the follow-up on (B)(4) 2015, the pacemaker was found in standby mode. The re-initialization was done without difficulty. Physician would like to know when and why the device switched in standby mode.